Event description:
It was reported that a remote alert was received indicating that this implantable device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a remote alert was received indicating that this implantable device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is not expected to be returned for analysis.